Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 150 mg/dl at the time of the call. Troubleshooting found the spring on the battery compartment was corroded. It was also found the battery was lasting for more than one week on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm or low battery alert noted during our testing. All of the operating currents are within specification. The insulin pump passed displacement test. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.